Event description:
Information was received from a patient regarding patient programmer. It was reported that the handset was taking a long time to connect to the pump since about 2 months ago. The patient stated that they were getting 7 boluses per day, but she was only getting 2-3 per day. The handset was stuck at 90% and took 25-30 seconds to connect. They had this issue in the past and medtronic had replaced the handset. The patient mentioned they were traveling to new zealand in february and wanted to make sure the devices were working fine. The patient service reviewed device function and recommended the patient to close out of all running applications after using the handset. The agent recommended the patient to consult with their doctor and with the rep regarding handset function faster. The agent reviewed replacing handset does not resolve 90% lag time. The agent email new zealand office information. Additional information was received from the patient reporting that the software version was 2.0.1700. The cause of getting stuck at 90% was because a problem with the latest application software update. The issue did not resolve and they stated that it was painful for their shoulders to hold the device with the increased time and they were not very happy.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient calling stating the handset was getting stuck at 90% and taking long time to connect to do bolus and almost exasperate the pain because it takes so long to connect. Patient stated they were on vacation and the first few weeks was ok but then they had flare up because the personal therapy manager (ptm) took long time to connect to pump. Patient stated she was calling back so our it people can figure out a fix for the handset faster. Patient called back for assistance clearing data. Agent reviewed information. Patient confirmed they were able to connect to the pump much faster.